Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during the inflation. B5 - the additional device referenced in b5 is filed under a separate medwatch report number. D4 - the UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported that the procedure performed was to treat a, heavily calcified, moderately tortuous left superficial femoral artery that is 95% stenosed. Once at the lesion, a leak was noted at 6 atmospheres on the armada 35 balloon dilatation catheter during the first inflation. A leak was also noted at 6 atmospheres on the 7.0x60mm armada 35 bdc during the second inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.